Event description:
Programming data was reviewed and confirmed that two interrupted system diagnostic tests occurred, leading to the change in device settings. A third and fourth system diagnostic test was performed, and returned results within the normal limits; however, the medical professional did not perform a final interrogation to confirm that the device settings returned to the expected values. No additional relevant information has been received to date.

Event description:
At a previous visit, the physician noted that the patient felt like the device turned itself off, and when the patient came into the office the normal and magnet were at 0.0ma. Recently, the physician mentioned that every time they interrogated the device the parameters would change. They reported that this happened several times during the patient's office visit. The patient's device has been programmed back on and they are now in the process of re-titrating back to previous settings. No other relevant information has been received to date.